Event description:
The patient presented to the clinic after receiving inappropriate therapy. Egm showed t-wave oversensing and low r-wave amplitude. The real-time trend showed decrease in r-waves in the last 6 months. No anomalies were seen via review of x-ray. The physician decided to cap the sense/pace portion of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.